Event description:
It was reported that the pump was hooked to a peripheral line and blood started backing up into the tube. The nurse stated that the tubing was inserted correctly and that they switched pumps and continued the infusion with no problems.

Manufacturer narrative:
(B)(4). It was reported that blood started backing up into the tubing during an infusion. Sigma was unable to determine how the device may have contributed to the reported event. A flow rate accuracy test was performed using event parameters. The pump delivered 24.79 ml when set at 100 ml/hr with a vtbi of 25ml. Other factors may have contributed to the reported blood backing up in the IV line. These include the loading and unloading of the IV set (as indicated in the history log), venous pressure and IV line placement. Furthermore, a few drops of blood can give the appearance of a few inches of blood when running in a clear liquid.